Event description:
During a pci procedure in an unspecified artery, the quantum maverick monorail balloon ruptured at 10 atms on the initial inflation. No patient injuries or complications were reported. Patient status listed as "good."